Event description:
The pt had contacted lifescan and reported that their one touch ultra meter was reading inaccurately low. Further information was obtained from the pt regarding this issue. The pt had received a result of 125 mg/dl on their meter. Pt was feeling sick and sleepy. Pt tested on family member's meter (brand name is unk),with a result of 500 mg/dl. Pt did not take any medications at this time, but went to their doctor since pt "did not know what to do". It is clear if pt visited their doctor at the hosp or pt was sent to the hosp after the visit. The hosp meter result was also not provided. Pt was given insulin ( 15 units at first and then another 15 units, two and half hours later). Therefore, pt treatment matched the family member's meter result of 125 mg/dl. During troubleshooting, it was verified that their meter was set in the correct unit of measurement and that it was coded correctly. Their testing technique was also correct. Their test strips were in good condition and within expiration date. Pt was walked through a control solution test, which failed outside the range. Pt was then asked to perform another control solution test, which also failed. The pt's daily insulin regimen consists of a set amount of 30 units in the morning and 35 units at night. Based on the informatin provided, there is indication that the product has malfunctioned since two control solution test failed specifications and the event meets the criteria fo a medical device reportable. However, there is no evidence that the meter contributed to any injury since the hosp meter result is unk. The pt was sent a replacement, meter, test strips, and control solutions.